Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation procedure, a faradrive steerable sheath clear was selected for use. The sheath was noted to have been leaking gas. No air embolism occurred. The sheath was replaced with another sheath to complete the procedure. No patient complications were reported.